Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was unable to establish telemetry with the remote monitor. The ipg and monitor remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the transmission issue was due to the remote monitor disconnecting. It was determined that there was no telemetry issue with the implantable pulse generator (ipg).